Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Traces of solidified blood was visible inside the balloon. The device was placed in a water bath, set at 37 degrees celsius, in order to soften the solidified blood. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal from the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no damage to the hypotube or shaft of the returned device.

Event description:
Reportable based on device analysis completed on 12jan2021. It was reported that the balloon could not cross the lesion. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 15/2.75 flextome cutting balloon was advanced but could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a balloon pinhole located approximately 3mm distal from the proximal markerband.